Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) to breath delivery (bd) cable assembly and graphic user interface (gui) printed circuit board (pcb). The se downloaded software onto the ventilator. The ventilator passed self testing.

Event description:
It was reported that the ventilator became inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.